Event description:
It was reported that when unit was in transport mode the cardiosave intra aortic balloon pump (iabp) had a helium leak. The issue was identified by the customer. There was no patient involvement reported and no patient injury or harm occurred.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: b5, b6, b7, b8, d10, e1 (initial reporter), h6 (health effect impact codes).

Manufacturer narrative:
Another contact info: (B)(6). Another initial reporter: (B)(6). Updated fields: b4, e1(event site mail), g3, g6, h2, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) was assigned to evaluate the unit for the reported condition.the fse found unit with green gasket attached to the he tank, replaced gasket with approved black and grey gasket is a user accessory, that can be switched out during changing the he tank. Completed repair successfully. Product passed all functional and safety tests per manufacturer specifications. No components were removed or returned for failure investigation. The corrective action was completed, and the unit was returned to service.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was leaking helium while in hybrid state. No harm reported